Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the tires were flat because the tubes won't hold air, causing the tires to come off of the rims., which confirmed the original complaint issue.

Event description:
Provider alleges the left and right tires keep coming off of the rim.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider alleges the left and right tires keep coming off of the rim.